Manufacturer narrative:
Concomitant medical products: 439878 lead, implanted: (B)(6) 2015; dtba2q1 device, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high and unstable pacing threshold and the patient experienced syncope due to loss of rv capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.